Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge pigtail became caught between the customer's jeans and belt causing it to snap apart and an occlusion alarm occurred. Customer changed cartridge to resolve the issues. Customer's blood glucose was 484 mg/dl and an insulin injection was administered to address bg.